Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (ICD) system exhibited low amplitude and t-wave oversensing. Due to this, an inappropriate shock was delivered. Additionally, undersensing was also observed, leading to the deactivation of the smartpass feature. Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported.